Manufacturer narrative:
The investigation has been completed for the reported issue of saturated flow. The device was returned for evaluation. Data logs showed flow saturation began to occur immediately following a sudden motor current spike (accompanied by a motor speed drop) about two days into support. The flow saturation persists even after the pump speed was turned down for the remainder of support, with max flows at 3 liter per minute at p-2. Visual inspection revealed remnants of biomaterial wrapped around the impeller and larger amount wrapped at the base of the motor housing. No other abnormalities were found. In conclusion, it was determined that the cause of the saturated flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, saturated flows were observed. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.